Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated.device evaluation: one device was received. A visual inspection found a cracked enclosure and an outdated pcb and power switch. A review of the event history log found no applicable history. During the functional testing, it was found that the device was leaking but the lcd does work contrary to the customer complaint. The cause of the issue was found to be a crack in the enclosure near the drain fitting. No action was taken due to the condition and or age of the device. It was deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. D3, g1, and g2 email is: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not showing anything on the display. It was also leaking at the bottom, at the case. Additional information reported stated "1 of the units we sent out has the crack at left bottom reservoir leaking. Other had a display issue. Currently have one. 1 no alarm. I currently have 2001 0081 waiting on RMA (which failed alarms). All 3 failed test. Unit were sitting not in use by departments."